Manufacturer narrative:
D10 concomitant product: sig power sigadaptstnd linear adapter (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a distal pancreas procedure, stapling was performed using a reload on a powered handle and the first reload use was described as smooth. After a second reload was loaded, the scrub nurse successfully ran calibration and passed the powered stapler to the surgeon. While the surgeon manipulated the stapler, a sudden snap sound was heard, and after the shaft was removed from the trocar, the connection between the reload and the adapter was observed to have popped out. The display was reported to appear normal with no errors shown. The powered device was replaced with a manual handle and a new reload to resolve the issue. No patient complications have been reported as a result of this event.